Event description:
This rv lead was explanted and replaced due to intermittent oversensing and high thresholds, during a routine device change-out. The associated ra lead was also removed for oversensing. There were no adverse patient side effects reported. Should additional information become available, this event will be updated. It was replaced with the same model lead.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 12.5 cm distal to the is-1 connector pin. Both lead fragments were returned and subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple insulation abrasions along the lead body which can be considered to be the root cause of the clinical observations. In particular 6.5 cm distal to the is-1 connector pin the insulation was found rubbed through. The observed damage was consistent with constant friction against the generator housing. Furthermore between 9 cm and 4.5 cm proximal to the lead tip the insulation was rubbed through and torn apart 4.5 cm proximal to the lead tip. Based on the characteristics of the damage, it is reasonable to assume that the lead had been subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.